Manufacturer narrative:
A steris service technician inspected the table and found that the power supply and cable connection shorted which caused the reported smoke. A steris technician was able to take pictures of the power supply, but the user facility had later disposed of it due to the odor. Evaluation of the photographs by steris quality determined that the reported event may be attributed to fluid intrusion from a procedure that took place earlier in the day or from end of the day cleaning activities. The technician repaired the table and placed it back into service; no further issues have been reported. The technician will discuss the proper procedures for sealing the table with the user facility's biomed.

Event description:
The user facility reported that their cmax surgical table began to smoke. No injuries or procedural delays/cancellations were reported.